Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failing to display the upstream occlusion message, which was experienced during the evaluation. It was found to be caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
During baxter functionality testing of a spectrum pump, it failed to display the upstream occlusion message. There was no patient involvement.